Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 328438 material description - syringe 0.3ml 31g 8mm wholeunit 10bg 500 material lot# - 3268213 & 4121016 complaint description ¿ just wondering if anyone else has complained about notches being in the middle of the bd insulin syringes. We now have had multiple packs with notches in the middle of the syringes. We use these syringes on our botox patients and some of them are complaining it hurts more when injecting. I attached a photo of one of the needles out of a pack. It is a little blurry, but you can see in the middle of the syringe little white marks (those are the notch(es). Not all the syringes have them but a good amount of the do. Can you please let me know how I can get these replaced as the providers are avoiding use those. Some have already been discarded or used on patients. The customer said that some from two different lot numbers have been effected. Please send 1 bx as replacement. Notes - the customer has not provided any photos for reference.